Event description:
Rn went into room to reset IV when it was noticed that lipid was dripping onto the floor. After inspection of tubing, a small hole was found in the tubing. Md notified.

Event description:
Rn went into room to reset IV when it was noticed that lipid was dripping onto the floor. After inspection of tubing, a small hole was found in the tubing. Md notified.